Event description:
Customer reported testing with the freestyle meter on the finger getting result of hi (>500 mg/dl) two times. The customer's spouse took customer to the e.r. Where customer was tested with their unknown brand meter with a result of 220 mg/dl. This test was taken approximately 30 minutes after the freestyle tests. A lab test was then performed two hours later and showed 165 mg/dl. No treatment was administered to the customer aside from tylenol for a headache. The customer was then released. The reported freestyle reading of hi (>500 mg/dl) was not consistent with the way the customer was feeling.